Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - a follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
The patient called to report a fluid leak noted inside the cassette door. A follow up call was made to the patient's nurse who reported that the patient was administered 1 gram of vancomycin prophylactically per clinic protocol. Laboratory results of a sample taken of the patient's dialysis effluent were returned with a negative result, i.e. No evidence of bacterial contamination. The patient was asymptomatic for peritonitis and was not hospitalized.